Event description:
The reporter stated the surgeon inserted and removed a cc4204bf collamer single piece lens due to the sac was not stabilizing the lens correctly and would not hold the lens. The lens was leaning inappropriately. A capsule tear was observed after placement of the iol and a three piece lens was implanted. An anterior vitrectomy was performed. The patient's current prognosis is good. The reporter stated the surgeon felt the incident/injury was not product related. Additional information has been requested, but none has been forthcoming. If additional information is received, a supplemental medwatch will be sent.